Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. Correction to h6. Additional information was requested and the following was obtained: anisoperistaltic mechanical ileo-ileal anastomosis, 1st application of the stapler without problems. 1st application: lateral-lateral sector stapling 2nd application: terminating the anastomosis after changing the charger, tightening the clamp but impossible to carry out the stapling section (cursor blocked). We do not have the notion of a possible cleaning of the pliers after stapling. Clamp change with feeder set-up resumed, failure for the same reason (slider blocked) change of charger installed on the new clamp, stapling and section performed. The surgeon positioned the new loader himself successively on the two stapling clips (removal of the orange protective tab). Stapling line a priori without problem but complete reopening of this line of staples probably, from the first night postoperative and observed during surgical resumption on day 2 for major peritonitis. Since this one it is relieved of the clamp which worked very well.

Manufacturer narrative:
(B)(4) date sent: 1/21/2026. Additional information was requested and the following was obtained: there were two events: one at the beginning of 2025 at the installation of the new aircraft, without gravity. The surgeon tried the forceps, it's blocked as a result, he threw it away and took another device. The other, which I've been detailing for 3 months. During the (B)(6) incident we did not have the opportunity to do a leak test, it is impossible to do it during this intervention. We do not, nor can we do, control the staple line at endoscopies. The shape of staples did not seem suspicious the fistula was detected by the symptoms of the patient (pain, fever), a CT scan revealed the fistula. Surgical resumption day after day. Yes, the stapler is blocked. I had explained the process to you during my previous email but I can not find the attachment anymore... Did you receive it? The stapler is blocked, so stapling is unwound in several stages which should not have been. The patient did not initially have any aggravating factors for surgery. Is this a failure of the device and/or a lack of cleaning of the clip between each stapling? I couldn't tell you.

Event description:
It was reported that during a laparotomy stapling problem occurred. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: anisoperistaltic mechanical ileo-ileal anastomosis, 1st application of the stapler without problems. 1st application: lateral-lateral sector stapling. 2th application: terminating the anastomosis after changing the charger, tightening the clamp but impossible to carry out the stapling section (cursor blocked). We do not have the notion of a possible cleaning of the pliers after stapling. Clamp change with feeder set-up resumed, failure for the same reason (slider blocked) change of charger installed on the new clamp, stapling and section performed. The surgeon positioned the new loader himself successively on the two stapling clips. (Removal of the orange protective tab). Stapling line a priori without problem but complete reopening of this line of staples probably, from the first night postoperative and observed during surgical resumption on day 2 for major peritonitis. Since this one it is relieved of the clamp which worked very well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.